Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the return samples. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 09/17/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: the customer stated that it doesn't let the IV flow and doesn't extract blood - they said it also causes pain to their patients.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct report type - adverse event and product problem provided in the initial MDR [3014312726-2024-00296]. The previously reported was incorrect. The correct report type is product problem only.